Manufacturer narrative:
The device could not pair with the master pdm, so the pcb was removed and cleaned. The isolated and cleansed pcb was connected to an external power supply, but it still could not connect to the pdm, so the data could not be downloaded. The device suffered a complete loss of data. It cannot be conclusively determined if the device had a hazard alarm nor what caused the alarm. A leak test was performed on the device. Fluid leaked out of the unexposed portion of the soft cannula. A small tear was observed on the unexposed portion of the soft cannula. Corrosion was observed on the pcb and mechanism rails. The leak on the soft cannula caused the corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
Not applicable as this event is not reportable.